Manufacturer narrative:
Insulin pump powered up properly after battery installation however was unable to complete the boot up process due to frozen display, fault isolated to electrical board-2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and also frozen display. The customer blood glucose level was 290 mg/dl. Customer stated that the pump buttons were began to work less 5 minutes. The device will be returned for analysis.